Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the cuff was replaced. There were no additional adverse events and the patient had a good outcome.